Manufacturer narrative:
The (B)(4) has not been able to speak with the reporter for the date of the death and the cause of death. Upon review of the limited information provided in this report , there is no reported suspicion of v-go device contribution to the death. The spouse appears to have called for assistance regarding disposing of unused vgo 30 and vgo 40 devices. The death is considered serious however there is no information in the report to indicate v-go contribution.

Event description:
The patient wife called to report that her husband has passed away and she has a box of v-go 30 and a box of v-go 40 to dispose of and was inquiring how to dispose of them. Patient's wife stated that patient was using the v-go device when he passed but did not wish to provide any further information.